Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA alleging her onetouch verio iq meter displayed inaccurately high readings compared to her feelings/normal results. The following complaint was classified based on customer service representative (csr) documentation and a review of the call conducted by a senior csr and medical surveillance. The patient advised the csr that on (B)(6) 2019 at 7.04am, she obtained alleged inaccurately high results of ¿143 and 226 mg/dl¿ on the lifescan meter, which she compared to her feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient did not advise what medications she uses to manage her diabetes or if she made any changes to her usual routine of diabetes management in response to the alleged product issue. The patient informed the csr that she experienced symptoms of ¿dizziness, heart racing, shaking, and irritation¿ after the alleged product issue began. The patient explained that she was unsure if what she was feeling was ¿an effect of the strips, of the meter, or because she hadn¿t taken her medicine this morning¿. The patient was unwilling to advise whether she received any treatment for her symptoms. At the time of troubleshooting, the csr confirmed that the correct unit of measure was used at the time of testing and that the test strips had been stored correctly and the test strip vial was not broken or cracked. The csr was unable to perform a control solution test as the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event while using the product. Although the patient was unsure of what had caused these symptoms, the subject meter could not be ruled out as a cause or contributor to the event.